Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the lead helix was difficult to deploy. It took over twenty rotations for the helix to extend, but there was an apparent gap in the markers suggesting it was not completely deployed. All electrical measurements were normal and positioning was good, so the physician decided to leave it in place. The lead is still in use. No patient complications have been reported as a result of this event.